Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was noticed. During preparation of the 3.50x20mm veriflex stent delivery system (sds) it was noticed that the proximal end of the stent was flared. There was no patient involvement. The staff completed the procedure with another of the same device.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)